Event description:
The patient was removing sapphire epidural pump plug from wall outlet in order to ambulate to the bathroom and received an electrical shock. The pump was not in operation at the time, and was powered off. There was no harm to the patient. In a teleconference with hospira, they advised they have opened a formal incident report. We will consult with the legal department regarding permission to return the affect devices to the company for evaluation.